Manufacturer narrative:
Pending investigation. Concomitant medical products: 1166624 204-04-32 - trapezoid tibial tray sz 3f/2t; 2153278 244-02-03 - optetrak asy hi-flex ps cem fem, sz 3, left; 2281733 200-02-35 - three peg patella 35mm. Recall: z-0019-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2012. The patient was revised on (B)(6) 2014, due to premature polyethylene wear of the tibial insert, causing loose components and osteolysis. No other information reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.